Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a break in the primary tubing. The location of the break was further specified as "just before the anti-reflux valve" and it was further stated that a clamp ¿was put four times in the same day on the tubing¿. This was identified during an unspecified process step of a chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.